Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that during the left internal carotid artery-ophthalmic (c6 segment) aneurysm procedure, the subject flow diverting stent was implanted successfully covering the aneurysm neck. 12 months post procedure, >50% intra stent stenosis was noticed on the distal end of the subject flow diverting stent which led to collateral circulation. Dual antiplatelet therapy was re initiated. According to the site the adverse event had causal relationship with the procedure and subject device.

Event description:
It was reported that during the left internal carotid artery-ophthalmic (c6 segment) aneurysm procedure, the subject flow diverting stent was implanted successfully covering the aneurysm neck. 12 months post procedure, >50% intra stent stenosis was noticed on the distal end of the subject flow diverting stent which led to collateral circulation. Dual antiplatelet therapy was re initiated. According to the site the adverse event had causal relationship with the procedure and subject device.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported ¿stenosis with stent deformation¿, as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.